Event description:
It was reported that while placing the intraocular lens (iol), the iris pulled into the incision while the lens was half in and half out of the eye. The doctor decided to stop and enlarge wound and wanted a new iol. It was stated that the incision was not enlarged. A suture was used. No patient injury was reported.

Manufacturer narrative:
Patient age/date of birth: unknown; sex: unknown. If implanted, give date: not applicable (lens implant not completed). If explanted, give date: not applicable. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.